Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A metal splinter has come off the screwdriver.

Event description:
A metal splinter has come off the screwdriver.

Manufacturer narrative:
Evaluation summary: the reported event that the end coupling is broken could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage shows typical signs of incorrect assembly. The current labeling reads: preventive maintenance: use an appropriate instrument spray for the mechanism of the self-retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.